Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect c4000, serial number (B)(6) and determined the tubing, peristaltic head, cc cuv dry tip, and c4/c8 rgt pr the likely causes of the result issues. The fsr replaced the parts, and the issue was resolved. Issue resolution verified with passing magnesium qc runs. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module, serial number (B)(6), was identified.

Event description:
The customer observed a falsely elevated architect magnesium result generated on the architect c4000 processing module for one patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) 14-year-old initial result = 6.0 processed on (B)(6) 2025 repeat result 1.8 processed on (B)(6) 2025. Customer reference range 1.6-2.3 mg/dl no impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect magnesium result generated on the architect c4000 processing module for one patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) 14 year old initial result = 6.0 processed on (B)(6) 2025 repeat result 1.8 processed on (B)(6) 2025. Customer reference range 1.6-2.3 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.